Manufacturer narrative:
Additional information related to auto mode has been received which was not included with previous report. The information has been provided in this report. (B)(4).

Event description:
It was reported that the customer was not using auto mode at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl and current blood glucose level was 123 mg/dl. Customer other blood glucose value was 55 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.